Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown; however, his blood glucose on the phone was 426 mg/dl, which the customer planned to treat with a 6-unit manual insulin injection. Troubleshooting was initiated and the customer was able to prime with the current set. The infusion set cannula was not bent. The customer was advised that his site may have been occluded. The infusion set will be returned and replaced.